Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off of the delivery system upon removal from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had not fully depressed before it was rotated to release the capsule. The device was returned with the capsule separate from the delivery system and the capsule trocar needle was not advanced.